Event description:
It was observed that during the device evaluation, the intestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the nozzle foreign material for the foreign matter adhesion includes insufficient preliminary cleaning and rinsing of the tubing, as well as inadequate drying due to buttons not being removed during endoscope storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.